Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed hand control assessment. During repair it was observed that the flex circuit was worn out with cracked flex circuit potting. It was determined that the worn out flex circuit was consistent with having a cracked potting, the worn out flex circuit is what caused the hand control assessment to fail. This was further classified as wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was getting hot. It was reported that there was a two minute delay to the surgical procedure and a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.